Event description:
User experienced leak coming from analyzer onto the floor. No pts were affected, and no one was injured or treated. The field service representative determined the cause to be a loose clamp and refitted hose to barb and tightened clamp. Performance tests were performed.